Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: multiple photos were provided to our quality team for investigation. Upon visual inspection, a crack was observed in the syringe barrel, confirming the reported concern. A device history review was conducted for lot 2406065, and no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Products from this manufacturing line are routinely sampled and subjected to visual and functional inspections throughout various stages of production, in accordance with established procedures. No concerns related to the reported observation were identified during these inspections. Although no direct issue was found, based on the damage observed, it is likely that the crack occurred due to a jam within the manufacturing line or significant impact during movement within the manufacturing equipment. To date, no similar events have been reported for this lot. Manufacturing personnel have been informed of the incident to raise awareness, and our quality team will continue to monitor complaints for this device and condition to identify any emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H11 -a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It is reported cracked barrel. Event description: administrator from (B)(6) (end user (B)(6)) emailed baxter compounding services on (B)(6) 2025 to report 1 cracked doxorubicin syringe which leaked during infusion. Mosaiq clinical lead from end user (B)(6) reported that patient rr was being treated on (B)(6) 2025 and upon advancing the syringe, a small volume of fluid shot out of syringe across the patient onto their right hand, the floor, the chair side table, onto patient's jacket that was laying across their lap and a few drops landed on their shoe. Customer reported a split was noted down the side of the syringe about 2.5cm long. A credit is required for this event. Customer advised that batch details are unavailable, however provided 2 potential batches, both batches were compounded using syringe (code details requested) batch 2406065. This was identified at the hospital on (B)(6) 2025 during infusion. The actual sample was contaminated with cytotoxic solution and discarded; however, photographs have been provided for investigation. Staff member attended staff health and had bloods taken as per lhd policy.